Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal hydromorphone 3 mg/ml at 0.1499 mg/day via an implantable pump for spinal pain. It was reported that the patient had an MRI on (B)(6) 2017 due to seizures. The MRI was not done due to a suspected problem with the device or therapy. The manufacturing representative did not know what time the patient left the scanner. The pump was interrogated at 6:40am on the morning of (B)(6) 2017. A motor stall was logged at 13:59 on (B)(6) 2017. The manufacturing representative checked the logs that morning, and no recovery was noted. He then checked them a little later, and recovery was displayed. Motor stall recovery was logged at 8:52am on (B)(6) 2017. The patient was going to have another MRI on (B)(6) 2017. There were no further complications reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.